Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, the customer obtained an unspecified high value and experienced shaking, sweating, and vision difficulties, and was unable to treat themselves. The customer wife, who is an ex-nurse, administered a glucose injection and provided an oral glucose drink for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.